Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on aug, 02, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced a head trauma resulting in swelling at the implant site and the loss of hearing. An IV antibiotic was administered resulting in the subsidence of the swelling.